Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been the tip of the sheath getting caught on biological tissue. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a 6 fr angio-seal was used to replace a 6 fr destination guiding sheath. During the insertion of the locator/insertion sheath assembly into the artery, a snagging sensation was felt. No calcification of less than 2 cm was noted during the prior ultrasound. Additionally, the backflow of blood was weak and only dripping. Consequently, the device was not used, and manual compression was applied for 30 minutes to achieve hemostasis. Hemostasis was successfully achieved by manual compression alone, with blood loss being less than 250 cc. The reported event did not result in patient injury or require medical or surgical intervention. The procedure prior to deploying the device was permanent pace-maker implantation (ppi), and a pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. It is unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is also unknown.